Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during evaluation, the powered was on and revealed that the display was dim, with discolored text. Unrelated to the complaint, investigation revealed a crack in the battery compartment. No moisture was observed in the battery compartment or display lens was observed. A leak test was performed and no leaks were found. Also unrelated to the display issue, all of the keypad buttons and the audio bolus button were found to be intermittently unresponsive. The keypad and audio bolus button covers were removed and contamination was found under all of the button contacts. The pump case was opened and no moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.